Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. During procedural transesophageal echocardiogram (tee) imaging, thick smoke was observed in and at the ostium of the laa. The physician did not believe this was thrombus, so the procedure proceeded. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. In recovery, the patient was noted to have stroke-like symptoms, and a stroke alert was called. The patient underwent a computed tomography (CT) scan which showed no large vessel occlusion. The patient was admitted to the neurology ICU with some recovery overnight. No other complications were reported to have occurred. There were no other treatments or interventions that were performed at this time.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. During procedural transesophageal echocardiogram (tee) imaging, thick smoke was observed in and at the ostium of the laa. The physician did not believe this was thrombus, so the procedure proceeded. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. In recovery, the patient was noted to have stroke-like symptoms, and a stroke alert was called. The patient underwent a computed tomography (CT) scan which showed no large vessel occlusion. The patient was admitted to the neurology ICU with some recovery overnight. No other complications were reported to have occurred. There were no other treatments or interventions that were performed at this time. It was further reported that imaging did not show any occlusive or hemorrhagic stroke. The patient was discharged the following day with some residual symptoms.